Manufacturer narrative:
Continuation of concomitant products: 459888 lead, implanted (B)(6) 2017; dtma1q1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) with occasional non-sustained episodes. Attempts were made to reprogram the lead but there was no "significant improvement." The lead remains in use. No patient complications have been reported as a result of this event.